Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I was still in pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation") and headache ("headaches") and underwent therapeutic nerve ablation ("I had the radiafrequency ablation on my neck nerves"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving, the therapeutic nerve ablation outcome was unknown and the inflammation and headache had resolved. The reporter considered headache, inflammation, pelvic pain and therapeutic nerve ablation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- pain, radiofrequency ablation, inflammation, headaches quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: plaintiff fact sheet received. Essure insertion date was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I was still in pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, perineal pain, paratubal cyst and polymenorrhoea. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation") and headache ("headaches") and underwent therapeutic nerve ablation ("I had the radiafrequency ablation on my neck nerves"). The patient was treated with surgery (hysterectomy,left tubal cyst removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving, the therapeutic nerve ablation outcome was unknown and the inflammation and headache had resolved. The reporter considered headache, inflammation, pelvic pain and therapeutic nerve ablation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: a. Uterus, cervix, bilateral fallopian tubes, hysterectomy - adenomyosis. - benign inactive endometrium. - histologically unremarkable uterine serosa and uterine cervix. Clinical history: pelvic pain, excessive and frequent menstruation with regular cycle, pelvic. Concerning the injuries reported in this case, the following ones were reported via social media- pain, radiofrequency ablation, inflammation, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2021: mr received-new reporter, lab data, medical history, removal details were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I was still in pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation") and headache ("headaches") and underwent therapeutic nerve ablation ("I had the radiofrequency ablation on my neck nerves"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving, the therapeutic nerve ablation outcome was unknown and the inflammation and headache had resolved. The reporter considered headache, inflammation, pelvic pain and therapeutic nerve ablation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - pain, radiofrequency ablation, inflammation, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: pfs received new reporter information was added. Case become incident with removal date was added and pelvic pain ir and medical significant tick. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.